Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer indicated that an alarm was received to change out the cartridge. The customer reported a blood glucose value of 136 mg/dl and had large ketones but was under control at the time of the call with tandem technical support.